Event description:
New information received notes that there was an emi noise egm from (b)(6 2017 that corresponds to a reported pocket relocation on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing pain in device pocket for a several months. By the request of the patient, the physician relocated the device to a new pocket in the lower, left pectoral region. The ICD was functioning properly and was not near eri. The patient did not experience any complications due to surgery.